Event description:
It was reported that (1) atg45 was used during a appendectomy procedure. It was reported by the affiliate that the device stapled but did not cut. Opened another device to complete the case. There was no consequence to pt.